Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a patient notifier. Low pacing lead impedance and ventricular oversensing due to lead fracture were observed. Lead was capped and replaced. No adverse consequences to the patient.